Event description:
Patient reported they had to have many teeth replaced with porcelain teeth. Their dentist told them to immediately stop wearing the aligners as they are ruining their teeth, having receding gums, periodontal disease, tooth instability and gingival recession.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.